Event description:
It was reported that this pacemaker device exhibited oversensing on both non-boston scientific right atrial (ra) and right ventricular (rv) channel and noise on ra channel. Technical services (ts) reviewed the presenting electrogram (egm) and noise was seen on the atrial tachy response (atr) episodes. Ts recommended x-ray imaging and to adjust sensitivity. Ts recommend an in-clinic assessment of system integrity. This device remains in service. No adverse patient effects were reported.